Event description:
It was reported that the patient presented for a follow-up in clinic. Device interrogation revealed an increased capture threshold in the right ventricular (rv) lead, resulting in loss of capture at high output, as well as decreased r-wave sensing. Further evaluation with x-ray confirmed dislodgement of the rv lead. The rv lead was explanted and replaced. The patient remained stable throughout the procedure.